Event description:
Complaint received reporting multiple issues/ difficulties with use of 42590-05 60" transpac IV trifurcated mtg kits which reportedly resulted in significant delay in critical treatments. The facility clinicians report "...the triple line transducer tubing is extremely difficult to use when setting up for an aortobifem procedure. When taking the tubing out (removal connections) fell out of the package, contaminating the end of the uncovered tubing. The yellow and white caps are confusing to use because they are difference colors. The lines are difficult to zero because once you get the caps on, they are too difficult to get off. We needed to bleed the line back once the line was hooked up to the artery and we couldn't get the cap off closest to the artery to do it." Additional info and availability of the involved devices were requested. As of the date of this report there has been no response. There were no reported adverse pt consequences. The involved devices were not returned for analysis and confirmation. The exact cause(s) of the reported problem are unk.

Manufacturer narrative:
Method and results: other: as part of ICU medicals continuous improvement initiates a multi-discipline team was initiated to perform in-depth analysis of intermittent field reports of inconsistent set connections of non-bonded (torque and hand tightened) configurations. Engineering studies of affected equipment and processes, including, component materials, design and dimensional attributes, assembly techniques, packaging specifications and training effectiveness were conducted. Concurrent with these activities, heightened in-process testing and inspection of affected sub assemblies and finished builds were initiated. The teams efforts identified potential cause(s) and as applicable potential solutions which included: connections coming loose during transit and initial handling/usage; equipment - a review and analysis of current torque tooling maintenance was performed to determine whether optimal torque tooling practices were being followed. Component material attributes and characteristics - components made of pvc material and eto sterilized may exhibit minor material expansion that could cause the luer components to "back off" during expansion. Engineering studies/data suggested components made from polycarbonate show the retention torque is higher. Component material modifications were qualified, validated and are in various stages of implementation. ICU medical will continue to monitor and trend reports of this nature as well as the effectiveness of the improvements that were put in place.